Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse replaced the uninterruptible power supply (ups) assembly. The cse performed a system check and ran quality controls (qc), which passed. The cause of smoke emitted from the instrument is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The customer reported that smoke was emitted from the dimension exl with lm instrument. The instrument was powered off and there were no reports of injury to staff, damage to property, or impact to patient samples.